Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a system interrogation due to a racing heart complaint, this right atrial lead exhibited loss of capture at outputs of 5 volts. An x-ray image confirmed the lead had dislodged and was located in the ventricle. A lead revision was scheduled and the associated device reprogrammed. During the subsequent revision, the physician elected to explant the lead and replace with another of the same model type. No resulting adverse patient effects were reported and no return of product is expected.